Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-feb-2024, the patient reported that the infusion set fell off during use within right away and one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.